Event description:
It was reported that the customer had excessive no delivery alarms occur with their insulin pump. Customer's blood glucose level was reported at 600 mg/dl. The customer treated their high blood glucose levels with their insulin pump. Product is being replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).